Manufacturer narrative:
The complaint sample was returned to (B)(4) for evaluation and the reported event was confirmed. The drive chain assembly had broken into two (2) pieces at the power tool coupling. It was broken just after the proximal ball bearings. The power tool coupling that had broken off exhibited numerous signs of wear in the form of nicks, gouges, scratches and severe material deformation. Some of the material deformation indicated the device was hooked up to an unintended power drive connection (not provided by (B)(4)). The remaining components of the device displayed numerous signs of wear as well in the form of nicks scratches and gouges. A manufacturing review was performed and no discrepancies were discovered. From the date the offset reamer handle lot was manufactured and released for distribution to the customer, to the date the event occurred, this device had experienced approximately 4.2 years of use. It is unknown as to how many surgical procedures (cycles) this offset reamer handle had gone through throughout its life in the field. In summary, the reported event is attributed to wear. This device had exceeded its expected useful life. No further investigation is required. (B)(4) will continue to monitor for trends.

Manufacturer narrative:
The customer has indicated that the instrumentation is not available for evaluation. Greatbatch medical will perform an investigation, whether the sample is received or not. Once completed, a supplemental medwatch 3500a form will be submitted. (B)(4). Device not returned to manufacturer.

Event description:
It was reported during a primary hip patient procedure, the offset reamer handle stopped reaming suddenly. One of the inner parts broke in two pieces. The surgical technique was followed and the way it was assembled was correct. No pieces fell into the patient, there were no adverse events reported and the procedure was completed successfully with another device.